Event description:
A technician reported to technical services that during a procedure, the laser aborted treatment with a system message of 'secondary energy too high'. Treatment was completed same day and patient outcome is 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).